Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed system error upon powering on. No other information provided. No patient involvement on this issue.